Event description:
It was reported that during a surgical procedure at the user facility the cutting blade was skipping/jumping. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported. It was confirmed that there was no unintended cutting associated with the reported event.

Event description:
It was reported that during a surgical procedure at the user facility the cutting blade was skipping/jumping. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported. It was confirmed that there was no unintended cutting associated with the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
The reported blade whip was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a loose drive link was found, which can cause the reported event.